Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable lead dislodged due to patient's anatomy. The patient underwent a revision procedure and a new active fix lead was placed. It was noted that the lead had been damaged near the suture sleeve during the explant procedure. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the lead also exhibited intermittent loss of capture prior to the revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection revealed a cut in poly tubing, which likely was due to the removal of the suture sleeve. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.